Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump was damaged, and the customer needed to manually adjust the usb cable in the usb port for the pump to charge. Additionally, the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.